Event description:
Additional information received indicated the device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device was received in back up mode due to low battery voltage and exposure to cold temperature post explant date. The device was cut open and attached a known good battery. The product code was reloaded and programmed device to nominal settings. Analysis indicated that device was exhibited normal device characteristics and the current drain and fluctuation test were normal. Further evaluation under various pulse amplitudes measured current levels within normal range and no indication of premature depletion was observed. The field settings indicated auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The implant duration exceeded the device¿s projected longevity and considered normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri) voltage level during an in clinic follow-up. The physician suspected premature battery depletion to be the cause of the event. A device replacement procedure is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.